Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2 corrected field: h6

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during set-up, the cardiosave intra-aortic balloon pump (iabp) displayed message to change the disk , and the optical fiber does not work. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, g7, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11 corrected fields: e1(event site telephone). A getinge field service engineer (fse) evaluated the unit confirmed the fiber optic issue was not reproduced. The safety disk message was not an alarm or issue, only it's a message to change the disk when the disk is near to 6.000.000 of cycles. There was no problem with the equipment. The safety disk (d202-00-0140) was replaced. Fse tests and functional tests were carried out. Equipment suitable for clinical use.